Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a non tortuous, mildly calcified lesion, with 90% stenosis in the distal obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The lesion was dilated with 20/20 again but the stent failed to cross and was fractured. The guiding catheter in use was replaced by a non-medtronic guide wire and a non-medtronic stent was deployed successfully. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands, but due to mid to distal stent deformation, the stent did not meet visual acceptance specification. Deformation was evident from the mid to distal stent wraps with struts raised. No evidence of a stent fracture was identified during analysis. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image review: the images received show the pre-dilation of the lesion as well as the deployment and post-dilation of a stent in the om. From the images received it was not possible to identify any positioning difficulties or the reported stent fracture. Additional information: the stent was noted to be deformed when removed from the patient. The stent was not entrapped on the non-medtronic guide catheter and was removed successfully on its own. Correction the lesion was again dilated with a 20/20 balloon. The non medtronic guide catheter in use was replaced, and a non medtronic moderate wire crossed through the lesion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.